Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the stent coils was buckled accordioned, their renal coil relaxed, and the tip of the renal coil was torn. Additionally, their suture and positioner were not returned. During the functional test, a mandrel of 0,036" was used and the stent passed through successfully, no resistance was felt. A microscopic inspection was performed, and the issues found were observed closely. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Those problems are related and is possible to conclude that those could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was used, also an excess of force applied over the device during the procedure could have generated the failures. Consequently, those conditions could affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteral lithotripsy procedure in the kidney performed on (B)(6) 2023. During the procedure, when the stent was being implanted, it was found that the stent and guidewire were folded together. Specifically, the stent was wrinkled when advanced. The stent was unable to be implanted as a result. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction: bsc aware date for report number 3005099803-2023-02761 was incorrect. The correct bsc aware date is july 16, 2023. Initial reporter facility name: the hospital group of the first affiliated hospital imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient. The returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the stent coils was buckled accordioned, their renal coil relaxed, and the tip of the renal coil was torn. Additionally, their suture and positioner were not returned. During the functional test, a mandrel of 0,036" was used and the stent passed through successfully, no resistance was felt. A microscopic inspection was performed, and the issues found were observed closely. No other problems with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Those problems are related and is possible to conclude that those could be caused by operational factors, interaction of the device between the positioner and the guide wire while the device was used, also an excess of force applied over the device during the procedure could have generated the failures. Consequently, those conditions could affect the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteral lithotripsy procedure in the kidney performed on (B)(6) 2023. During the procedure, when the stent was being implanted, it was found that the stent and guidewire were folded together. Specifically, the stent was wrinkled when advanced. The stent was unable to be implanted as a result. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Imdrf device code a040601 captures the reportable event of stent buckled material, inside the patient.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteral lithotripsy procedure in the kidney performed on (B)(6) 2023. During the procedure, when the stent was being implanted, it was found that the stent and guidewire were folded together. Specifically, the stent was wrinkled when advanced. The stent was unable to be implanted as a result. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.